Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that they had to changed the battery has to try it multiple times for the battery to work. Customer stated that the contacts on the battery cap were not missing or damaged or corroded. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer stated that his pump is going through batteries. Normally it lasts about 8-9 days. The battery before the current one lasted 4 days. The current battery was put in yesterday and is getting low. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool was utilized to search for any unusual battery alarms or pump errors that may have occurred around the event date. The adapt tool confirms that 104=low battery alerts occurred at (B)(6) 2021 15:18:00.000, (B)(6) 2021 19:37:00.000, (B)(6) 2021 07:39:00.000, (B)(6) 2021 15:47:00.000. All of these are within the expected 2 week interval of each other. The adapt tool also confirms that 58=failed batt test occurred on (B)(6) 2021 @ 07:44:37.000, 07:44:42.000, 07:45:08.000, 07:46:39.000. In addition to all of this, self test returned a pump error 63. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, customer's statement regarding the pump going through batteries faster than expected was not confirmed by testing; however, the pump fails because it returned a pump error 63 during self test. Pump error 63 is due to a broken trace at pin 6 of the u1 keypad assembly. (B)(4).